Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user reported that she opened and tested with a new cartridge of strips from the same lot number and expiration date as the cartridge that was giving the high bg readings and her readings with this cartridge were normal for her. The user reported that although she is not diabetic, she tests her bg level twice a day in order to monitor her health. The user reported that she purchased dario's control solution in order to make sure that the dario strips are reading correctly, and the control solution test results that she performed were found to be in range. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information regarding the old strips. Therefore, no resolution is available.

Event description:
On september 24th, the user contacted dario to report high blood glucose (bg) readings. The user, who is not diabetic, reported that she received high bg readings in the 160 mg/dl to 180 mg/dl range from her last three strips cartridges. Due to the above, the user purchased several non-dario meters, as well as a cgm in order to compare the bg readings. The user reported that these non-dario meters were reading in the 80 mg/dl to 110 mg/dl range compared to the high readings from her dario meter.